Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(4). Product ID: 97755-s, serial#: (B)(4).was returned for product analysis. Analysis found the complaint was unverified and they found no issues with the recharger (rtm) charging the implantable neurostimulator (ins). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they needed a new controller. Pt was escalated and said they were in pain. Pt said that the controller was not charging or turning on. Pt said that the manufacturer representative (rep) sent them a new wall charger, however the issue was not resolved. Pt said that the battery (ins) charged fine two nights ago and that they then plugged the controller into the power supply as the controller was at only 20% and left the controller to charge overnight. Pt said that they saw the next morning that the power supply plug had come out of the controller on its own so they thought that the issue was with the coilsin the controller. A replacement controller was sent out. Pt called back and states they have been without stim for 4 days and went to charge this morning and now it is burning hot on the recharger (rtm) and wondering if from the controller. Pt states she wakes up with nerve pain all the time and that's what implant is for. Pt states she's up for the night because of the nerve pain. Pt states she "cannot even put to her back". Pt states she is sorry she got the surge ry and is about to get this removed. Pt states she hasn't slept in 5 days as cannot sleep without stim. Pt states never helped back pain but helps nerve pain. Pt mentioned without stim she's overmedicating and tired in the morning because she cannot use her stimu lation. Pt states she knows the equipment and charges every 2 days. Pt states the paddle worked fine with previous controller. While trying to get serial number for controller the patient became escalated again stating the battery is stuck and cannot remove. While attempting to remove the pt states battery is broken and seems burnt inside controller. Pt states the battery was hot and now is broken. Pt states she just had the controller charging to the wall. Pt demands brand new equipment and patient services (pss) verified with repair that a brand new controller was shipped today. Pt states it is hard to remove the rtm cord and had to yank out. A replacement controller, battery pack, and recharger were sent out. Pt called back and said they have not had their ins for 6 days because of faulty, non-working equipment. Pt said it was the 4th time they have had faulty equipment. Pt said they were sent refurbished equipment and they used their controller which made their rtm so hot, their back was burning. Pt said the lithium battery was also jammed into the controller and thinks the controller caused the rtm to get hot. Pt also mentioned that when they were trying to take the battery out of the controller with the previous agent, that it broke a butter knife because it was so stuck in the controller. Additional information received from the patient. The patient reported they were without a remote for 6 days. There were no steps taken to resolve being without stimulation. The patient stated they were suffering and losing sleep. The issue was resolved by replacement of external devices.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they needed a new controller. Pt was escalated and said they were in pain. Pt said that the controller was not charging or turning on. Pt said that the manufacturer representative (rep) sent them a new wall charger, however the issue was not resolved. Pt said that the battery (ins) charged fine two nights ago and that they then plugged the controller into the power supply as the controller was at only 20% and left the controller to charge overnight. Pt said that they saw the next morning that the power supply plug had come out of the controller on its own so they thought that the issue was with the coils in the controller. A replacement controller was sent out. Pt called back and states they have been without stim for 4 days and went to charge this morning and now it is burning hot on the recharger (rtm) and wondering if from the controller. Pt states she wakes up with nerve pain all the time and that's what implant is for. Pt states she's up for the night because of the nerve pain. Pt states she "cannot even put to her back". Pt states she is sorry she got the surgery and is about to get this removed. Pt states she hasn't slept in 5 days as cannot sleep without stim. Pt states never helped back pain but helps nerve pain. Pt mentioned without stim she's overmedicating and tired in the morning because she cannot use her stimulation. Pt states she knows the equipment and charges every 2 days. Pt states the paddle worked fine with previous controller. While trying to get serial number for controller the patient became escalated again stating the battery is stuck and cannot remove. While attempting to remove the pt states battery is broken and seems burnt inside controller. Pt states the battery was hot and now is broken. Pt states she just had the controller charging to the wall. Pt demands brand new equipment and patient services (pss) verified with repair that a brand new controller was shipped today. Pt states it is hard to remove the rtm cord and had to yank out. A replacement controller, battery pack, and recharger were sent out. Pt called back and said they have not had their ins for 6 days because of faulty, non-working equipment. Pt said it was the 4th time they have had faulty equipment. Pt said they were sent refurbished equipment and they used their controller which made their rtm so hot, their back was burning. Pt said the lithium battery was also jammed into the controller and thinks the controller caused the rtm to get hot. Pt also mentioned that when they were trying to take the battery out of the controller with the previous agent, that it broke a butter knife because it was so stuck in the controller. Additional information received from the patient. The patient reported they were without a remote for 6 days. There were no steps taken to resolve being without stimulation. The patient stated they were suffering and losing sleep. The issue was resolved by replacement of external devices.

Manufacturer narrative:
Concomitant medical product: product ID 97745, serial# (B)(6) product type programmer, patient product ID 97755-s, serial# (B)(6), product type recharger product ID m995402a001 lot# serial# nlh135193n implanted: explanted: product type product ID 97745nt lot# serial# (B)(6), product type h3: analysis of the controller (product ID 97745 lot# serial# (B)(6)) found a main board intermittent failure. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.